Manufacturer narrative:
The field complaint of ¿failure to connect¿ was not confirmed. Analysis found no anomaly while inserting and removing the leads from all the channels. As received, the device was at ddd mode above elective replacement indicator (eri) level. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the implant procedure, the left ventricular lead was unable to be connected to the crt-p device. A new crt-p device was implanted to resolve the event. The patient was stable with no consequences.